Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. The blood glucose reading at the time of admittance was 1000 mg/dl. Karen stated that she believes that there is something wrong with the infusion sets. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.